Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the receiver stimulator shifted anteriorly and inferiorly. Subsequently on (B)(6) 2014 the patient was administered general anesthesia to facilitate repositioning of the receiver stimulator.